Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2019 during device follow-up. A catheter revision occurred and the catheter was replaced on (B)(6) 2019 and would be returned. It was further reported the patient had swelling/fluid build up around the pump. The hcp did a dye study and found no leak in the entire catheter. The catheter aspirated successfully, and the dye also went through fine. The hcp was not sure why patient was getting swelling and build up of fluid around the pump. The hcp drained the fluid multiple times and the fluid would build back up around pump in two days. The hcp decided to replace entire catheter to be safe, even though there was no sign that the catheter was the problem. The patient did not experience any spinal headaches, so the hcp ruled out a spinal leak. The catheter tip was implanted at t10. The catheter was taken out entirely and a brand new 8780 was put in the patient on (B)(6) 2019. It was noted the relationship between the reported event and the use of the devices was unknown. There were no patient symptoms or complications as a result of this event, no delay in overall procedure time, and no in-patient hospitalization. The patient¿s weight was (B)(6) pounds and medical history included: allergic to sulfa and bandaids. Harrington rods 1988, disc 1999, gastric bypass, past history of atrial fibrillation, chronic kidney disease stage iii, hypotension, hypothyroidism, pancreatitis, diabetes mellitus, and migraines. The patient¿s status was ¿alive- no injury.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Analysis of the catheter identified a hole in the catheter body that was user related. The previously reported evaluation, conclusion, and result codes no longer apply to the catheter. Conclusion code, result code, and method code apply to the catheter. If information is provided in the future, a supplemental report will be issued.